Event description:
It was reported that the lead exhibited increased impedance and threshold. A kink in the lead was observed. The patient received inappropriate therapy due to a suspected lead fracture.

Manufacturer narrative:
The event reported in the field was verified in the laboratory. Both sensing and pacing coils were fractured close to the connector ring due to cyclic stress and fatigue. Electrical measurements of the lead revealed high impedance.